Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported event could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for np 12.26.2019medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported the system would not acquire a 3d post-operative image. It was noted the pre-operative 3d image was acquired without issue. It was also noted the system was able to acquire 2d images without issue. The site did not attempt to acquire the 3d image using the footswitch, and the system was not rebooted. The site used another medtronic imaging system to obtain the post-operative 3d image. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.